Manufacturer narrative:
Unit passed rewind test and displacement test. Unit failed to vibrate during self test due to vibrator motor connector broken black wire. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibration anomaly. The customer reported that pump was not vibrating when his blood glucose was sent and when a bolus was complete. Pump was neither beeping nor vibrating currently. They performed selftest. Pump did not vibrate during the vibrate test. The customer did not troubleshoot for high blood glucose. The issues began two days ago. The customer stated his blood glucose was running high over 200mg/dl and bloused. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis